Event description:
During follow-up, high capture threshold and low sensing were observed in the right ventricular (rv) lead. When attempting to reposition the rv lead the helix would not retract. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with tissue/body fluid. X-ray inspection found the inner coil overtorqued at the connector region. The reported event of helix would not fully retract was confirmed. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event of helix would not fully retract was isolated to helix clogged with tissue/body fluid and overtorqued inner coils at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported events of high capture threshold and low sensing amplitude were not confirmed.